Event description:
During the surgical procedure, the clips applied to the pt vessel were approximating, yet appeared to be closed. Nevertheless, the surgeons continued with the planned surgical procedure.after the robotic portion of the procedure, a clip re-opened or slipped off the vessel and the pt began bleeding. An unplanned non-robotic surgical procedure was performed to control the pt bleeding.two clip applier instruments were used during the original planned surgical procedure. The model number, lot number, and failure analysis results of the other clip applier instrument used can be found in MDR report #22955842-2005-00023.